Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system the physician's glove was nicked while tunneling the electrode insertion tool (eit). The physician obtained new gloves but instead of using a new eit to ensure sterility, the physician elected to clean the original eit with betadine and put a plastic dressing on the tip of the tunneling tool. A piece of the plastic dressing fell off into the patient and despite attempts, it could not be retrieved.